Event description:
The sales consultant reports that a surgeon encountered an issue while inserting a trochanteric fixation nail (tfn) for a patient with a fractured femur. X rays were taken on an unknown date. When the surgeon was attempting to insert the helical blade it was catching halfway and it wouldn¿t go further in. The surgeon had difficulty removing the helical blade which resulted in a 35-40 minute delay. The insertion guide was damaged during this time. The surgeon was able to extract the helical blade and the nail. A new helical blade and a new nail were used to complete the procedure. The sc noticed there is a scratch on the recessed part of the helical blade. The sc was unaware of any patient harm. There are (3) parts associated with complaint (B)(4). This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. A service history review was conducted. The report indicates that no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 31-aug-2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report number 3 of 3 for (B)(4).